Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme temperatures. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.